Event description:
It was reported that the patient underwent a cervical fusion surgery using rhbmp-2/acs. Post-op, the patient did not fuse, and reports having developed "symptoms." The patient has undergone two additional revision surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.